Event description:
It was reported that on the (B)(6)2019, in the maternity department, the mid-wife had difficulty removing the epidural catheter. She called the anesthetist. He also had difficulties to remove the catheter and while removing it, he noticed that the catheter was distorted on several centimeters and without knowing if it was still in one piece. An x-ray was performed to know if any piece was still in the patient. We faced the same issue on the(B)(6)2019. Clinical consequences: intervention of the anesthetist to remove the catheter.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was difficult to remove. The customer returned one flat filter, one snaplock assembly, one piece of an epidural catheter, and one lidstock. The components were received connected together. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock assembly and flat filter revealed the components appear typical with no observed defects or anomalies. Visual examination of the returned catheter piece revealed the proximal end of the catheter was returned and was intact. Returned catheter piece reveals the coils and extrusion are stretched and the likely most distal end, the coil wire stretches approximately 20mm beyond the extrusion. The catheter appears used as biological material can be seen between the inner coils. No other defects or anomalies were observed. A dimensional inspection was performed on the returned catheter piece using a ruler (10171599). The returned catheter extrusion measures approximately 21.0cm. This indicates at least 67.5cm of the extrusion is missing as the specification for the epidural catheter indicates that the proper extrusion length of an epidural catheter is 88.5-91.5 cm per graphic kz-05400-002 rev. 9. Specifications per graphic kz-05400-002 rev. 9 were reviewed as a part of this complaint investigation. The IFU for this kit, e-17019-110a; rev. 02, was reviewed as a part of this complaint investigation. The IFU warns the end user, "never advance catheter more than 5 cm beyond the needle tip. Advancing catheter more than 5 cm increases the likelihood of catheter-related complications." The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." The reported complaint of epidural catheter being difficult to remove was confirmed based upon the sample received. The returned catheter piece was missing approximately 67.5cm of extrusion from the likely most distal end of the catheter. The coil wire at the likely most distal end is stretched approximately 20mm beyond the extrusion. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. Therefore, based upon the condition of the sample received, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on the (B)(6) 2019, in the maternity department, the mid-wife had difficulty removing the epidural catheter. She called the anesthetist. He also had difficulties to remove the catheter and while removing it, he noticed that the catheter was distorted on several centimeters and without knowing if it was still in one piece. An x-ray was performed to know if any piece was still in the patient. We faced the same issue on the (B)(6) 2019. Clinical consequences: intervention of the anesthetist to remove the catheter.